Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, noise episodes with a high ventricular rate were seen and the device would not stimulate. Lead provocative testing was completed and the noise could not be reproduced. The patient is stable and will be monitored.